Event description:
The customer reported the system displayed high ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration and adjusted the high and low ma sense circuits. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.